Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient's implantable neurostimulator (ins) was switching off and on by itself. The patient experienced a return of symptoms related to the issue. There were no external factors identified that may have contributed to the issue. It was noted the patient's clinic would contact a local manufacturer representative (rep) to investigate the reported issue. The event was unresolved at the time of this report.